Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved from the target and into the sinus of valsalva (sov). The patient became hypotensive due to a pericardial effusion. Cardiopulmonary resuscitation (CPR) was initiated and a pericardiocentesis was performed. A snare was used to pull the valve from the sov and into the ascending aorta. An attempt was made to implant a second valve, but it too moved from the target location. The valve remained attached to the dcs and was pulled into the ascending aorta, where it was left deployed. The decision was made to perform an open aortic valve replacement and to remove the two implanted valves. The valves were discarded. No further adverse patient effects were reported. Additional information was received that the cause of the pericardial effusion was likely due to a stiff non-medtronic guidewire in the left ventricle.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The devices were discarded by the customer. (B)(4).

Manufacturer narrative:
Conclusion: re-positioning of a corevalve is only recommended if annular contact has not been made. Once annular contact is made, the bioprosthesis cannot be advanced in the retrograde direction; if necessary, the corevalve instructions for use (IFU) states to take caution when moving the bioprosthesis in the antegrade direction. Once deployment is complete, re-positioning of the bioprosthesis (eg using a snare or forceps) is not recommended as it may cause damage to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.